Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic hysterectomy procedure when transecting the tissue, the surgeon was able to press the green button and squeeze the handle, but it went like there was nothing between the jaws and the handle did not move, the loading unit opened and it did not fire at all. They did the same thing without the tissue between the jaws and it happened again. They tried with another handle and the same thing happened. They used another manufacturer's device to complete the case. There was no patient injury.